Event description:
Kci received article, de laat, erik h. E. W., van den boogaard, mark h.w.a., spauwen, paul h.m., van kuppevelt, dirk h.j.m., van goor, harry, schoonhoven, lisette. Faster wound healing with topical negative pressure therapy in difficult-to-heal wounds: a prospective randomized controlled trial, annals of plastic surgery. 67.6 (dec 2011): 626-631. Doi: 10.1097/sap.0b013e31820b3ac1 that reported within one week of starting v.a.c. Therapy, the wound allegedly deteriorated exhibiting "yellow smelling slough, no decrease in wound dimensions." A wound culture was noted. The pt's therapy was changed from v.a.c. Therapy to sodium hypochlorite-soaked dressings. Dates not provided. The unit's type of serial number was not provided, therefore kci cannot conduct a device eval of the unit.

Manufacturer narrative:
It is unk when the event occurred as this info has not been provided. Based on the info provided, it cannot be determined that the alleged would deterioration/yellow smelling slough is related to v.a.c. Therapy. Kci has not been able to obtain sufficient info to establish a root cause. A wound culture did not exhibit bacterial growth, and no surgical intervention was performed.